Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during surgery to replace an ICD, erosion of the lead insulation was observed.~~~